Event description:
The customer reported that the insulin pump had a blank display and was not getting insulin delivery. The caller stated that the battery died before she got a low battery, but she forgot. The customer kept changing the infusion set to resolve the issue, but days later she went to the emergency room with high blood glucose over 600mg/dl and vomiting. Troubleshooting was performed, that the alarm history revealed several off no power, low battery, and bad battery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.